Event description:
A report was received that the patient experienced high impedances on both leads and insufficient leg and low back pain relief. The patient underwent a revision procedure of both leads and is now in stable condition.

Manufacturer narrative:
Additional information was received that the leads and the clik were held at the facility and will not be returned for analysis. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the leads and the clik revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 17966065. Brand name: clik, upn: (B)(4), model: sc-4316, batch: 18064613.

Event description:
A report was received that the patient experienced high impedances on both leads and insufficient leg and low back pain relief. The patient underwent a revision procedure of both leads and is now in stable condition.